Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a thermally damaged q1 transistor on the bedside board and a defective power supply brick. The root cause for the damaged q1 transistor and defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.